Manufacturer narrative:
(B)(4). Upon reviewing the device it was found that the gear responsible for locking of the loop in the up/down direction failed. The reason for the failure is that one of the articulation wires came out from the under the notch that is supposed to hold the wires in place when the user decides to lock the articulation in that direction. After inspecting the wire it showed no signs of damage and once it was placed under the notch of the gear the articulation lock function performed as indicated in the instructions for use. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
Immediately upon releasing the clip the hinge/articulation collapsed. This made removal of the tool extremely difficult as it was not possible to push the tool superiorly to lift over the clip. Resulted in an extra 20 minutes for the case. The clip remained secure throughout. The patient care was not affected.